Manufacturer narrative:
B5 describe event or problem -addition information g3 date received by mfg - addition information g6 type of report - addition information h2 additional information/ device evaluation - addition information h6 adverse event problem - correction

Event description:
Subsequent to the initial MDR, a correction is required

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 1/29/2026 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on 6/25/2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.